Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue/ during tying / post-op)? - during passage through tissue what was used to complete the procedure? - new suture. What tissue was being approximated or sutured when it broke? - w9431-rectus sheath, w3650-skin. Device return status/follow up n/a. Events submitted via 2210968-2020-01885 and 2210968-2020-03033.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used on rectus sheath. The suture broke. Another like suture was used to complete the procedure. There were no adverse patient consequences reported.